Event description:
Reporter indicated that the pt is experiencing an increase in seizures above the pt's pre-vns baseline. It was also reported that the pt becomes irritated when the device stimulates. Neurologist indicated that the pt is not doing good and that the magnet is not effective in aborting the pt's seizures. It is unk if the magnet was ever effective in aborting the pt's seizures. Neurologist also indicated that the pt's overall health condition is not worsening and there has not been any environmental stimuli that could have caused the increase in seizures. Neurologist indicated that their has been a recent change in medications that could be contributing to the pt's increase in seizures. The pt requested the device be programmed to off due to feeling vibrations in their neck which were painful and uncomfortable.